Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all applicable specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as 2134265-2017-08312 and 2134265-2017-08311. It was reported that automatic pullback failed. A motor drive unit 5 plus (mdu5+) was used in conjunction with an imaging catheter and a sled. At the beginning of the procedure, after switched on the ilab and entered the patient¿s and physician¿s name, the cardiologist failed to make the pullback on the mdu5+ and the 1st run was empty. They started the 2nd run directly on the ilab and when they performed measurements, a pink bar appeared on the right part of the screen preventing on reading the data. The procedure was completed with this device. No patient complications were reported and the patient status was good.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Device analysis received in good condition with no visible or defects observed. The lcd failed to meet specifications of the functional test. The most probable cause of the reported failure related to image/display issue attributed to defective lcd. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is wear and tear as the reported device or component failure was due to long or extended use. (B)(4).

Event description:
Same case as 2134265-2017-08312 and 2134265-2017-08311. It was reported that automatic pullback failed. A motor drive unit 5 plus (mdu5+) was used in conjunction with an imaging catheter and a sled. At the beginning of the procedure, after switched on the ilab and entered the patient¿s and physician¿s name, the cardiologist failed to make the pullback on the mdu5+ and the 1st run was empty. They started the 2nd run directly on the ilab and when they performed measurements, a pink bar appeared on the right part of the screen preventing on reading the data. The procedure was completed with this device. No patient complications were reported and the patient status was good.